Event description:
It was reported that there was an equipment incident with patient injury. The hospital staff reports that the wrong "duration/administration was provided to the patient by the pump." There was patient injury and although requested, no further information was received.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that there was an equipment incident with patient injury. The hospital staff reports that the wrong "duration/administration was provided to the patient by the pump." There was patient injury and although requested, no further information was received.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that there was an equipment incident with patient injury. The hospital staff reports that the wrong "duration/administration was provided to the patient by the pump." There was patient injury and although requested, no further information was received.